Manufacturer narrative:
No product was returned for evaluation. Based on available information and user report, the event was associated with cartridge re-insertion while connected to the infusion site, which can cause unintentional insulin delivery as described in the ilet user guide. Investigation is ongoing. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2025 the reporter stated that the user experienced hypoglycemia with the lowest recorded blood glucose of 40 mg/dl after performing a supply change. The user noted that the cartridge became dislodged and was reinserted into the ilet while still connected to the infusion site. The user subsequently was transported to the hospital by ambulance where they were treated with intravenous glucose and discharged on (B)(6) 2025. No long-term health effects were reported.